Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the clinical use was unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The philips fse analyzed the log file which showed as system startup issues. Upon functional testing, the fse restarted the system, but it did not resolve any issues. To resolve the issue, the suite pc software was reinstalled by fse. After reinstalled the suite pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not boot up correctly. No harm has been reported to philips. Philips has started an investigation of this complaint.